Manufacturer narrative:
The reason for revision reported was likely the result of infection, compression screw fractures, and prosthesis wear of the humeral liner. The cause of the fracture cannot be conclusively determined but may be related to improper seating of the baseplate, trauma, insufficient bone quality behind the glenoid baseplate, and/or possible patient-related risk factors. The wear observed on the liner was likely due to impingement of the liner on native glenoid bone or due to abnormal articulation following the screw fracture. However, infection and the series of events could not be confirmed and potential contributions of manufacturing, user, or patient related considerations to the event could not be assessed and the devices were not returned for evaluation and no relevant product information was provided. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a patient, initial right shoulder implanted on an unknown date, underwent a revision procedure due to infection. All implants were removed, and antibiotic spacer was implanted. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices will not be returned for analysis. They were sent to pathology. Device images were provided. No further information.